Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was having no delivery alarm issues. The patient had a blood glucose of 600 mg/dl at one point. The patient declined troubleshooting for the high blood glucose. When the patient inspected his infusion set there appeared to be a piece of flesh or unknown matter stuck to the end up the tubing. The customer resolved the no delivery issue by changing his infusion set. The insulin pump was not returned for analysis.